Manufacturer narrative:
Device evaluation completed on 6/19/2019: during analysis of the sample a crease was observed on the anterior and extending to the posterior view. No other anomalies were observed. In addition during the leak testing a rupture was observed to be within the crease in the posterior view measuring approximately less than 0.1 cm. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round moderate profile 375cc saline breast implants which the left side deflated after implantation. Left side deflation observed per doctor's office. As a result patient had the device removed and replaced with catalog number 3501660, serial number (B)(4) on (B)(6) 2019.